Event description:
Device malfunction: none. Symptoms/ae: intima damage/occlusion. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, following vessel closure, in the recovery room, the pt lost distal pulse. It was found that vessel intima above the puncture site had been "stripped and bunched" occluding blood flow. The proglide suture was observed present on the anterior wall of the artery. The physician believed the damage may have been caused by the foot of the device during deployment. An enterectomy and vascular patch were done to repair the vessel. There were no adverse pt sequelae reported. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.